Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high pacing impedance. Intervention is unknown. The lead is still in use. As well, the patient reported feeling their implantable cardioverter defibrillator (ICD) vibrate for three to four months. The device was checked after the date of the event with nothing noted. Follow up was conducted to no avail. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.